Event description:
This event report is being filed as a placeholder for an FDA-reportable event involving an lvad (left ventricular assist device) driveline infection, leading to the patient's being listed for transplant as status 3. No follow-up needed by surgical team involved in the transplant on [date redacted]. Patient had experienced driveline infections, including staph. Epidermidis, and most recently, recurrent pseudomonas infections. She received a course of cefepime and then was transitioned to ciprofloxacin. However, she continued to have irritation and drainage at the driveline exit site. When a suitable donor organ became available, she underwent orthotopic transplantation. Manufacturer response for lvad pump, heartware (per site reporter): unknown.